Manufacturer narrative:
This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the use of the intra-aortic balloon (iab) on a patient, blood was observed to have entered the console. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further investigation, it was identified that this complaint event has been reported under mfg report number 2248146-2025-0000702. Please refer to mfg report number 2248146-2025-0000702 for all information for this complaint event. Please cancel in your database mfg report number 2248146-2025-0000751.

Event description:
N/a.